Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with one jaw broken at bifurcation. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the corrosion was found in the internal components. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. No conclusion could be reached based on the analysis results as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, a new applier was used. The trigger got stuck when firing. The doctor tried several times to release the trigger and finally succeed, but he refused to use it again. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 04/04/2012. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? The device couldn't be fired at the 1st firing. It jammed. What vessel or structure was the device fired on at the time of the event? Internal mammary artery (ima). Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? No . If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? Coronary artery bypass graft (CABG) what was found? Na. Does the patient have any relevant history of surgical treatments? Unknown if so, what? Did somebody other than the primary surgeon fire the instrument? No if so, whom? Did the surgeon try to pull the trigger from the handle? Yes. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? No. How was the device removed? The device removed easy form vessel. Was there any tissue damage? No, but the clip couldn't hold the vessel tightly. If so, how was it repaired?